Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier was misfiring clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint on the medium-large clip applier. Failure analysis found the primary failure of instrument grips bent-severely to be related to the customer reported complaint. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.